Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen. The indications for use were intractable spasticity and multiple sclerosis. The patient had pain/back issues since 2010-2011, and the issue escalated/got very bad in 2012. The intrathecal baclofen daily dose was increased but had no effect/no relief for the patient. They thought it was a sacroiliac joint issue, but a CT scan was done, and the patient went to another health care provider (hcp) who looked at the CT scan and determined the catheter was "twisted upside down". The catheter was revised on (B)(6) 2016, and they found "nerve roots" twisted around the catheter. The catheter had migrated out of the intrathecal space and was also fractured. They removed the broken piece and got the nerve roots removed from the catheter. No one knew when these issues began. The patient stated they thought there was an issue with more drug than expected about a year ago (from (B)(6) 2016) and suspected a twisted catheter, but at the next refill after that everything was fine so they called it "a fluke". The patient also had a slipped disc s1-l5 and degeneration of the discs from l5, l4 and l3 with more pain in those areas but it was not related to the pump. The patient was diagnosed in (B)(6) 2013. The patient was supposed to have the pump replaced last month (from (B)(6) 2016) due to normal battery depletion, but because of the catheter issue it was now scheduled for next monday (from (B)(6) 2016). The patient also inquired about intrathecal baclofen going subcutaneously and how that would affect them. The patient noted she had ¿plenty of fat around for it to absorb.¿ the onset of the patient¿s symptoms was gradual.

Event description:
Additional information was received from a healthcare professional. The patient began first experiencing back and right leg pain in (B)(6) 2015, this pain was diagnosed as sciatica. A volume discrepancy did not occur. The patient underwent a computer tomography (CT) scan to evaluate pain. A possible catheter displacement was noted. Patient underwent pump replacement due to end of battery life. The surgeon noted a displaced catheter. On (B)(6) 2016 the patient underwent pump and catheter replacement and had no reported complications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from business partner (B)(4) on 18-nov-2016 stated that on (B)(6) 2016, it was learned that the patient was an (B)(6) female, and further medical history included lower extremity spasticity and back pain. Concomitant products included: vitamin d3, ibuprofen, flonase (fluticasone propionate), lyrica (pregabalin), tramadol hydrochloride and aubagio (teriflunomide). No dates of therapy, doses, routes or frequency of use were reported. On (B)(6) 2010, the patient treatment included baclofen at an unknown concentration at 130 ug/day per simple continuous infusion, intrathecally via a synchromed ii pump. On (B)(6) 2016, the patient was admitted to the hospital (per patient report to the health professional). The outcome was not known. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.